Manufacturer narrative:
The involved umbilical catheter is not available. From the description, this serious adverse event is clearly not traced to a defect of our device. Extravasation is a well-known complication of umbilical catheter. It could be related to the malposition of the umbilical catheter or to the extreme vascular fragility of the premature baby. The batch review does not show any non-conformity. The products are in conformity with the specifications. All controls are compliant, including the 100% tests carried out on each catheter during the manufacturing process. These tests are as follows: the bluntness of the catheter tip, marking the catheters, tightness and non-obstruction. This serious adverse event is not traced to a malfunction or defect of our device. As a result, no corrective action will be taken at this time.

Event description:
An umbilical catheter was inserted at day 0 on a premature newborn of 25 weeks +5. An intrahepatic and peritoneal fluid effusion was noticed due to parenteral extravasation, peritoneal puncture. Shock requiring resuscitation and life-threatening.